Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device when coag is pressed, cut is activated instead. Possibly a board issue per tech support. There was no patient injury.

Manufacturer narrative:
Evaluation summary one vlft10gen was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The customer reported that during use of the device when coagulation mode was pressed, cut was activated instead. The reported condition was confirmed. The investigation found that pins 8 and 9 (connector p508) were shorted on the steering relay board, with thermal damage between the pins. The investigation identified the root cause of the reported event to be a design issue with the steering relay board. The steering relay board was replaced to address the condition. Corrective action has been initiated. If information is provided in the future, a supplemental report will be issued.